Event description:
On (B) (6) 2010, a (B) (6) reporter/layperson (patient/layperson's mother) alleged that the patient's blood glucose result on (B) (6) 2010 was inaccurate. The following information was reported and alleged by both the reporter and the patient. On (B) (6) 2010, the patient tested as usual at breakfast and lunch. Results were "fine" according to the patient who injected either 8 or 9 units of insulin at each meal. The patient was unable or unwilling to provide those results. At dinner time around 6 pm on (B) (6) 2010 the patient's blood glucose was around 19 mmol/l on her onetouch ultra2 meter. The meter was unavailable; hence its serial number was not provided. Although the sling scale was not provided, the patient injected 10 units of rapid acting insulin based upon the result. At the time of the test, the patient "felt fine". Thirty minutes after injecting the 10 units, the patient felt low. However, the patient was unable to describe the symptoms. The patient self treated with juice, stating, the symptoms "took a while" to dissipate. It was learned the patient's meter was set to code 23 while the strips were code 25. Because the patient alleged she based insulin on an inaccurately high blood glucose result that led to low blood glucose, the complaint is reported.